Event description:
The customer stated that they have been having ongoing issues with questionable results for an unspecified number of patient samples tested with ise indirect na for gen.2 on the cobas 6000 c (501) module between (B)(6) 2018. The patient na values will be questionably high towards 5 p.m. The issue resolves with calibration of the assay. The customer mentioned that they had also recently replaced the reference electrode. The customer provided data for a total of six patient samples tested on (B)(6) 2018. These samples were repeated on a different analyzer. Of the six samples, one had an erroneous na result. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted with an na value of 150 mmol/l. The sample was repeated, resulting as 141 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The na electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that cell wash volumes were outside of specifications. He adjusted the wash volumes and had customer run calibration and controls. Patient samples were repeated and the results were matching. He verified performance of the instrument with mechanical checks. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
It was confirmed that the erroneous result was not reported outside of the laboratory.